Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No moisture damage inside reservoir compartment, under lcd screen, on electronic assembly, motor or insulin smell noted. Device was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that insulin was leaking into the reservoir compartment. The patient's blood glucose at the time of incident was 425 mg/dl, which he treated via insulin pump bolus; however, boluses would not decrease the customer's blood glucose. During troubleshooting the customer verified that there was a droplet of insulin fluid under the corner of the lcd screen. The insulin pump was returned for analysis.